Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a crack opening. A leak test was performed which identified one opening. A microscopic analysis identified a curved cracked opening in the valve assessed as cracked valve seat diaphragm valve, and partial delamination of diaphragm flange disk shell assessed as adhesive failure. Based on the device analysis the final assessment is a crack opening on the valve assessed as cracked valve seat diaphragm valve. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.